Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a transvaginal hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: denies any suicidal or homicidal ideations. Concurrent conditions included pruritus, sleep disorder, vitamin d abnormal, smoker and lumbar spine degeneration. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), uterine leiomyoma ("fibroids"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (underwent a transvaginal hysterectomy). Essure (ess205) was removed on 15-feb-2016. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, uterine leiomyoma, depression, anxiety, dysmenorrhoea and ovarian cyst outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: events abnormal vaginal bleeding, menorrhagia, fibroids, depression, mental anguish, dysmenorrhea, ovarian cyst added. Reporters, concurrent condition added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not underwent an essure confirmation test". Medical conditions: denies any suicidal or homicidal ideations. Concurrent conditions included pruritus, sleep disorder, vitamin d abnormal, smoker and lumbar spine degeneration. Concomitant products included paracetamol (acetaminophen) since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and ovarian cyst ("ovarian cyst") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (underwent a transvaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, uterine leiomyoma, depression, anxiety, dysmenorrhoea and ovarian cyst outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 16-nov-2018: pfs received. Event not underwent an essure confirmation test added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.